Event description:
A surgeon reported two intraocular lenses (iols) with deposits or vacuoles. For this lens, the surgeon reported multiple small deposits. There was no pt involvement. There are two medical device reports associated with this event. This report is for the second lens.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).